Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the balloon would not fully inflate. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon was partially inflating" was confirmed upon the investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging carton that matches the serial number on the returned sample (inp-2, inp-3) for investigation. The sample was returned in a cardboard box and was loosely packed within a biohazard bag inside the original packaging carton (inp-1, inp-5). Upon return, the one-way valve was connected and tethered to the short driveline tubing (inp-7). The bladder was fully unwrapped; the bladder was also noted twisted near the distal tip (inp-8, inp-9). The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round was unravelled, and the polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.4cm from the iabc distal tip (inp-10, inp-11). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. No sheath was returned with the iabc. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed and pushback to the syringe was noted; the central lumen was likely blocked by dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc luer (anp-1). The leak from the iabc luer is consistent with the previously confirmed damaged/separated central lumen (inp-10, inp-11). The iabc was leak tested again with the iabc luer blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and the guidewire could not advance at approximately 6.0cm from the iabc distal tip due to a blocked central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 76.9cm from the iabc luer due to a blocked central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint was undetermined. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that during insertion, the balloon would not fully inflate. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that during insertion, the balloon would not fully inflate. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).